Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the conductor wire broken at the back end when the housing was removed. The instrument failed an electrical continuity test. The conductor wire is not properly constrained to the hypotube, and the non-round yaw pulley cap allows for the wire to brake. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps did not work in the power plug. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Advanced failure analysis was completed on (B)(6) 2024. Initial findings were confirmed. The instrument was found to have a broken conductor wire in the proximal end. The instrument was transferred to design engineering for further review. The instrument was disassembled, and it was noted that the wire was broken near the ends of the hypo tubes inside the main tube. It was additionally observed that the conductor wire insulation exhibited scratch marks near the break location which aligns with the axis of the main tube and hypo tubes. It is likely that the hypo tubes rubbed against the conductor wire and over time and use, resulted in the conductor wire breaking.

Event description:
Refer to h10/h11 for follow-up information.